Event description:
Laparoscopic surgery was being performed. The surgeon inserted the g10 and stated there was a failure of endo g.1.a. 3.5 to release after it was fired. Pedicle seemed to be stuck to the jaws of the endo g.1.a. Laparotomy was necessary to free pedicle and retreive loose titanium clips. The patient did well post-operatively, and was discharged in good codition. The instrument was saveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, other, other. Results of evaluation: incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service, other. The device was not destroyed/disposed of.